Event description:
It was reported that the patient had a modular cable exchanged on (B)(6) 2026. Log files were submitted for review due to concern of driveline communication fault alarm. The periodic log file of the previous system controller, (B)(6), indicated that the driveline_comm_fault first occurred after (B)(6) 2026 at 13:12:43. Recorded data from the time of the initial event was no longer on the event log file. Technical services was unable to evaluate further or determine a possible root cause of this fault based on the data captured. Data from the log files also indicated that motor function was not affected by this event. It was said the system controller was exchanged as well. The event log file from the new system controller, (B)(6), contained just a few events. Based on the data visible in the log file, the mcs equipment was operating as intended electronically and mechanically.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of driveline communication faults was confirmed via the submitted log files. The heartmate 3¿ system controller was not returned for analysis. The controller event log file was reviewed and revealed an active driveline communication fault alarms throughout the entirety of the log (12jan2026, 06:58:51 - 11:26:02). The onset and resolution of the alarm is not captured. The alarm did not affect pump function. No other notable events were observed. Log files following the reported controller exchange were submitted for review. The controller event log file revealed the controller powering on at 11:45:07, 12jan2026 per timestamps. The driveline was connected at 11:46:59 and the pump ramped up to speed by 11:47:03. The pump functioned as intended throughout the file. No notable events were observed. No additional driveline communication fault alarms were captured. The provided information indicated the modular cable and controller were exchanged, and no further alarms have been reported. A root cause for the reported event was not conclusively determined through this analysis. The device history records were reviewed and the records revealed no deviations from manufacturing and qa specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. D, heartmate 3 patient handbook, rev. A are currently available. Section 7 of the IFU, entitled ¿alarms and troubleshooting¿, provides instruction on how to identify and troubleshoot driveline communication fault alarms. Section 5 of the IFU, entitled ¿surgical procedures¿ and section 6, entitled ¿patient care and management¿ caution user to avoid twists, kinks, or sharp bends in the driveline. Section f of the IFU, entitled ¿safety checklists¿ instructs users to inspect the driveline for damage daily. The patient handbook which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.